Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the unit does not pass the test until after it has performed various maneuvers and some tubes were replaced. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that this vent failure was during the self-test, which would prevent use of the system. This is not a reportable malfunction. Additional information was received stating that this vent failure was during the self-test, which would prevent use of the system. This is not a reportable malfunction.